Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was found totally empty in the patients bed. The balloon had been tested and inflated at 10cc in the or, and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was found totally empty in the patient's bed. The balloon had been tested and inflated at 10cc in the or (operating room,) and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was found totally empty in the patients bed. The balloon had been tested and inflated at 10cc in the or, and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was found totally empty in the patient's bed. The balloon had been tested and inflated at 10cc in the or (operating room,) and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was found totally empty in the patient's bed. The balloon had been tested and inflated at 10cc in the operating room, and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.

Manufacturer narrative:
Received 1 used latex foley catheter. The reported issue was confirmed; however, the cause is unknown. During the visual inspection the sample was examined and observed small tear on sac. Tear was examined under microscope and noted to be long and rough. The tear looks like it was caused from outside to inside. During the functional evaluation, the sample was inflated with water and observed water leaking at the middle of sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event. " (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was found totally empty in the patient's bed. The balloon had been tested and inflated at 10cc in the or (operating room,) and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was found totally empty in the patient's bed. The balloon had been tested and inflated at 10cc in the or, and no leakage was observed. However, 30 min after the inflation, the balloon was found empty.